Event description:
The tip of wire during a pd placement tied itself into a knot and broke during procedure. The md tried to extract the piece that broke off but the wire started to unravel. A portion of the wire was retained in the abdominal cavity because the risk of removal outweighed the benefit.